Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi78312 was released in a single batch. Batch1: lot qty of (B)(4) units were released on august 30, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper universal poly driver (part # 279734000, lot # mi78312) was received at us customer quality (cq). Upon visual inspection, it was observed that the distal end (drive feature) of the device was slightly twisted and worn. The color indicator on the ring component was faded. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as the end of life indicators for the device. The worn condition confirms the reported device assembly issue. Conclusion: the complaint was confirmed for the received device. After a visual inspection per guidance provided in windchill documen, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the instrument is no longer able to hold the screw because the tip is twisted. There was no surgical delay or patient harm reported. This report is for one (1) viper system polyaxial screw driver t20. This is report 1 of 1 for (B)(4).